Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris secondary set was occluded the following information was received by the initial reporter with the following verbatim: 2.7.24- nurse in cvc went in as pump was beeping completed, secondary line was clamped, writer unclamped secondary line and reprogrammed pump to infuse secondary medication. 50 minutes later pump beeping for completion a second time- secondary medication did not infuse, fluid in drip chamber noted. Equipment/supplies involved- bd pump infusion set back check valve ref (B)(4). Bd secondary set (vented/nonvented) m53500-15. Mini-bag unasyn;250 ml ns bag: lot #: v23l01k, brand: baxter;bd secondary set: lot #:(10)23103174 brand: bd;alaris pump (#1-206) & channel (#2-191) alaris brain and channels along with tubing and product failure forms available in colleen bell¿s office. No checks of the alaris brain or channels by biomed at this time as we were awaiting bd site visit for next steps.

Event description:
Customer reply: please share the correct lot number for the alaris tubing? IV tubing involved listed above but product not saved so no lot number available. · describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Delay in timely delivery of antibiotic. Unable to ascertain whether effects on patient treatment.

Manufacturer narrative:
DHR only. No product or photo was returned by the customer. The customer complaint of secondary set failed to infuse even when unclamped - occlusion in set - could not be verified due to the product not being returned for failure investigation. Device history record review for model ms3500-15 lot number 23103174 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 31oct2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.